Event description:
Intl affiliate reports that during an anterior lumber interbody fusion procedure, the tip of the screw driver broke off in the head of the screw during tightening. The broken tip could not be retrieved, and was impacted further into the screw head to ensure that it would not move.

Manufacturer narrative:
No definitive conclusions can be made at this time. However, tip breakage is likely the result of the application of atypical force upon the instrument during screw tightening.